Event description:
It was reported that the patient¿s implantable neurostimulator (ins) ¿battery pack¿ was moved because it was implanted too deep and the patient had difficulties with recharging.

Manufacturer narrative:
Concomitant products: product ID 399945, lot # v009516, implanted: (B)(6) 2006, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).